Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Add'l device info: undetermined; lot number is unknown. The device is an instrument, not implanted/explanted. Subject device has been received and evaluations have been conducted. A device history review could not be performed since there was no lot number provided for the device. The manufacturing evaluation was performed by the supplier who revealed no anomaly existed with the led ring and the part conformed to specifications. The suppliers manufacturing records were further reviewed by depuy synthes and concluded: based on the evaluation performed, the unknown cause, and the unknown lot number, this complaint is deemed indeterminate from a manufacturing position.

Event description:
The consultant reported an event occurred on (B)(6) 2011 while surgeon was using the piezoelectric cutting device during an unknown surgery. The device was not properly calibrated (setting was too low) for bone cutting. The surgeon experienced difficulty in using device. After the procedure, the surgeon took the device apart and discovered a scorch mark near the positive pin on the led element. No report of time delay or harm to patient. A new led element was installed on the device. This reported event is 1 of 1 for (B)(4).